Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's battery life was diminished, there was a dent in the insulin pump above the up arrow button, had random no delivery alarms, button response time was slow, sometimes had to hit buttons multiple times before it responded and the silver part on the battery cap was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.